Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that in the or impedances were out of range (all 40,000) with the intellis, while they were normal with the wens. It was noted that they reconnected the lead to intellis made sure lead was fully inserted and the screw was tightened correctly, no issues with this. Impedances were still high. The lead was again attached to the wens which showed normal impedances. Again, inserted in ins 0 and 8 normal impedance, all others high. The healthcare provider decided to try a different ins which showed normal impedances, this second ins was implanted. No further complications were reported or anticipated.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no anomaly. The ins was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The ins passed all testing in the laboratory and no anomalies were identified.